Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult clip deployment which has potential to result in serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The pre-deployment clip assessment and lock line removal were performed in accordance with the instructions for use (IFU). After the release pin was removed from the delivery catheter (dc) handle, the release pin was exposed, and the actuator knob was turned 8 times counter clockwise. The actuator knob was retracted; however, the internal part (metallic cylinder) was partially exposed from the dc handle. Some force was required to detach the clip from the delivery shaft by retracting the handle but it was successfully deployed. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip resulting in the difficulty retracting the delivery catheter (dc) handle was unable to be replicated in a testing environment. The reported device operates differently than expected was confirmed; while the reported retraction problem was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the difficult to deploy the clip resulting in the difficulty retracting the dc handle could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased forces on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers; however, this cannot be definitively confirmed. Additionally, the reported device operates differently than expected (actuator knob retraction) was confirmed during returned device analysis, and is related to the user technique of retracting the actuator knob. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.